Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. B3: event date is the publication date of the article. G2: chen ih, tzeng sc, wang CT. Cementless titanium fibermesh cup in cup-cage construct for severe acetabular defect in revision total hip arthroplasty. J arthroplasty. 2025 nov 6:s0883-5403(25)01426-3. Doi: 10.1016/j.arth.2025.11.001. Epub ahead of print. Pmid: 41205720. G2: foreign: taiwan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the study reported 1 patient experienced a dislocation, which was treated with a closed reduction; patient remained stable afterward. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 pictures were provided in the journal article; however it is unknown if they are related to the patient reported in this complaint. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided in the journal article; however it is unknown if they are related to the patient reported in this complaint. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.